Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "osteosynthesis of the tibia and fibula, the 4.0 cannulated screws were placed, and one of them was deformed, the screws were placed by hand, no motor was used".

Manufacturer narrative:
Please note correction to section d9/h3, the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Event description:
As reported: "osteosynthesis of the tibia and fibula, the 4.0 cannulated screws were placed, and one of them was deformed, the screws were placed by hand, no motor was used".